Event description:
A customer reported that their pump's battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer performed a pump reset and issue was resolved.